Manufacturer narrative:
The customer reported that while the pads were on the pt, the nurse ran a shift check. While the shift check was running the pt felt 'something', therefore the nurse turned the defibrillator off. No adverse pt impact was reported. The customer was sent a letter showing the heartstart xl instructions for use which describes the steps for performing the shift/system check directing the user to "turn the hsxl off and connect a 50 ohm test load to the pads pt cable (instead of pads)" we are considering this issue a user error and no malfunction of the device.

Event description:
The customer reported that while the pads were on the pt, the nurse ran a shift check. While the shift check was running the pt felt 'something', therefore the nurse turned the defibrillator off. No adverse pt impact was reported.